Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction was reported. It was reported via a trial that the patient underwent stenting of the mid lad with a xience v stent in 2007. In 2008, the patient experienced unstable angina and was hospitalized. Functional ischemia study was negative. Diagnostic coronary angiogram revealed 100% stenosis within the mid lad. Two days later, the patient underwent revascularization of the mid lad via CABG. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis and angina, as noted in the xience v instructions for use, are known adverse events associated with coronary stenting. Additionally, stenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. It is possible that the angina was a secondary effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.